Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high blood glucose levels [blood glucose increased] novopen was defective [device defective] medication error (patient continue treatment using an insulin injector with ryzodeg penfill) [drug administered in wrong device]. Case description: this serious spontaneous case from turkey was reported by a consumer as "high blood glucose levels (blood glucose increased)" beginning on (B)(6) 2026, "novopen was defective(device defective)" with an unspecified onset date, "medication error (patient continue treatment using an insulin injector with ryzodeg penfill)(drug administered in wrong device)" with an unspecified onset date, and concerned a female patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", , ryzodeg penfill 100 u/ml (insulin as part 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "drug use for unknown indication", patient height,weight and body mass index were not reported medical history was not provided. On (B)(6) 2026, ryzodeg penfill delivered to patient. On (B)(6) 2026, patient experienced fatigue, followed by vomiting in the evening. On (B)(6) 2026, monday, as the vomiting increased, patient was hospitalized and very high blood glucose levels were detected. Improvement was achieved with intravenous medication treatment (not specified). On (B)(6) 2026, patient injected ryzodeg penfill again using novopen, however high blood glucose occurred, and patient understood that the novopen was defective. Patient reported that pen was sent after so many records and checks were delivered without being properly inspected in such a vital matter and patient life was put at risk. Patient reported that patient was currently forced to continue treatment using an insulin injector(unspecified). Batch numbers: novopen: not available ryzodeg penfill 100 u/ml: not available action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "high blood glucose levels (blood glucose increased)" was unknown. The outcome for the event "novopen was defective(device defective)" was not reported. The outcome for the event "medication error (patient continue treatment using an insulin injector with ryzodeg penfill)(drug administered in wrong device)" was unknown. Reporter's causality (novopen) - high blood glucose levels (blood glucose increased) : unknown novopen was defective(device defective) : unknown medication error (patient continue treatment using an insulin injector with ryzodeg penfill)(drug administered in wrong device): unknown. Company's causality (novopen) - high blood glucose levels (blood glucose increased): possible novopen was defective(device defective) : possible medication error (patient continue treatment using an insulin injector with ryzodeg penfill) (drug administered in wrong device): possible. Reporter's causality (ryzodeg penfill 100 u/ml) - high blood glucose levels (blood glucose increased): unknown novopen was defective (device defective): unknown medication error (patient continue treatment using an insulin injector with ryzodeg penfill) (drug administered in wrong device): unknown. Company's causality (ryzodeg penfill 100 u/ml) - high blood glucose levels (blood glucose increased): possible novopen was defective (device defective): possible medication error (patient continue treatment using an insulin injector with ryzodeg penfill) (drug administered in wrong device): possible.